Event description:
A physician reported a pt who received her first treatment on 11/16/96 in the glabella. During the injection procedure the injector observed bruising and bleeding at the injection sites which she attributed to the injection procedure; topical ice and compression were prescribed. On 11/22/96 the pt reported a scab had developed and falllen off leaving a pink scar and depression at the glabella treatment site. On 1/17/97 the pt presented with a pink scar and depression at the glabella. A diagnosis of necrosis was made; the pt received another collagen treatment into the scar to fill the depresseion.